Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed and attributed to the analog board. The customer declined the recommended repair of the device. The device was returned labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.